Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the information obtained the reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of occurrence could be determined. The event can be detected and prevented by following the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -when the endoscopic image does not appear on the monitor, the image sensor may have been damaged. Turn the video system center off immediately. Continued power supply in such a case will cause the distal end to become hot and could cause operator and/or patient burns. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic unspecified procedure.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had image problem where it was not showing image nor light. The issue occurred during preparation for use. There were no reports of patient harm.